Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pacemaker involved in this complaint was interrogated on (B)(6) 2012 and it was found in standby mode (backup mode). It was then automatically re-initialized by the programmer. An analysis is requested.